Event description:
It was reported to boston scientific corporation that a captivator snare was used in the stomach during a polypectomy procedure performed on (B)(6) 2025. During the procedure, upon closing the snare during polypectomy, physician wanted to carry out hot polypectomy and realized that there was no energy transmitted. Nurses and doctor tried to check the erbe machine and reset the machine, attempted to reconnect the banana plug, none of the actions resolved the problem. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter address 2): (B)(6) medical centre d. Block h6: imdrf device code a090402 captures the reportable event of energy generating problem. Block h11: the returned captivator was analyzed, and visual inspection revealed that the working length and wire were kinked in multiple sections. A continuity and electrical test were performed, and the device was found to be within specification. No other problems with the device were noted. The reported allegation of failure to deliver energy was not confirmed. It is possible that the handling of the device during procedure may have caused or contributed the reported observations. Based on all the information available, this investigation is assigned a conclusion of no problem detected.

Manufacturer narrative:
Block e1 (initial reporter address 2): (B)(6). . Imdrf device code a090402 captures the reportable event of energy generating problem.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the stomach during a polypectomy procedure performed on (B)(6) 2025. During the procedure, upon closing the snare during polypectomy, physician wanted to carry out hot polypectomy and realized that there was no energy transmitted. Nurses and doctor tried to check the erbe machine and reset the machine, attempted to reconnect the banana plug, none of the actions resolved the problem. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.